Event description:
Consumer called to report accuracy issues with his meter. Felt low and his meter read 51; called the paramedics for assistance and their meter read 17. Was treated accordingly.

Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.